Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to pain and alval. A dual mobility liner and revision head were placed without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Findings: failed right total hip replacement with alval . Patient presented with pain, evaluation revealed with hip aspirates, bone scan and MRI was consistent with alval of the right total hip. There was no evidence of loosening or infection. Ebl 100ml. Brownish fluid collected from the capsule, cell count revealed less than 1 pmn cells per field (rule out infection). Alval tissue encountered and removed. Well-fixed cup and stem noted, dual mobility liner and head placed without further complication. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were submitted for this event. Please see reports: 0001825034-2016-04022. Concomitant medical products: p/n 139261 m2a magnum 42-50 m tpr insrt +9 l/n 070350, p/n x180314 bi-metric/x por nc 14 x 150 l/n 887640, p/n us157856 m2a-magnum pf cup 56odx50id l/n 582120, p/n 157450 m2a-magnum mod hd sz 50 mm p/n 463560. No device was returned for manufacturer evaluation. Examination of the reported device(s) was not possible as they were not returned. A search of the complaint history identified no other related reports against the provided product/lot code combinations. A review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective actions, preventive actions, or field actions has not been indicated as a result of this investigation. There are warnings in the package insert that these types of events can occur and associated risks are addressed in risk documentation. Zimmer biomet considers the investigation closed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent hip revision approximately seven years post-implantation due to pain, discomfort, and aseptic lymphocyte-dominated vasculitis-associated lesion (alval).